Event description:
It was reported that this pacemaker was operating in safety mode. As such, device function is permanently limited. This pacemaker remains in-service at this time, however replacement is recommended. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker was operating in safety mode. As such, device function is permanently limited. This pacemaker remains in-service at this time, however replacement is recommended. No adverse patient effects were reported. Additional information was received. This pacemaker was successfully replaced and was returned to boston scientific for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. External visual inspection of the device revealed no anomalies, aside from superficial tool scratches. Review of the device memory confirmed that a safety mode was confirmed, and the battery voltage level upon receipt in the laboratory was insufficient to ensure therapy availability/delivery while the device was implanted. The device case was then opened to facilitate analysis of the internal components. The battery was separated from the other device electronics and the overall current draw of the circuitry was measured. A normal current drain was observed within the circuitry. Detailed battery analysis was performed. The depleted battery cell was confirmed, however no battery related failure was able to be determined. The cause of the battery depletion cannot be established, as the hybrid current was as expected.

Event description:
It was reported that this pacemaker was operating in safety mode. As such, device function is permanently limited. This pacemaker remains in-service at this time, however replacement is recommended. No adverse patient effects were reported. Additional information was received. This pacemaker was successfully replaced and is expected to be returned to boston scientific for analysis. No additional adverse patient effects were reported.